Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a failed battery test alarm. The customer's blood glucose level was unknown. No further details were given. The device will not be returned for analysis.